Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device's cover connecting section came off. The issue occurred during the pre-use inspection for a therapeutic total laparoscopy hysterectomy. The procedure was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the following new reportable findings: electrical contact corrosion. Main body cracks. Based on the results of the investigation, for the costumer's allegation and for the new reportable findings, a definitive root cause could not be identified. A device history record review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the subject device's cover connecting section came off. The issue occurred during the pre-use inspection for a therapeutic total laparoscopy hysterectomy. The procedure was completed using a similar device. There were no reports of patient harm.